Manufacturer narrative:
Prior report submitted incorrectly as it was missing the following information. Analysis of the ins (B)(4) found that the setscrew was cross-threaded and the grommet was missing in addition to the previously reported findings. Analysis of the lead (B)(4) found that the #1 connector was crushed in addition to the previously reported findings. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components: product ID: 3889, lot# va1839b, product type: lead. Product ID: 3531, serial# (B)(4), product type: external neurostimulator. Product ID: neu_cable/tlock, product type: screening device. Product ID: neu_perc_extension, product type: extension.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/pelvic floor. It was reported that during an intra-operative procedure, there was trouble inserting the lead. The lead did not advanced into the ins header as the blue tip looked smashed. The physician backed out setscrew and re-advanced and was able to fully advance the lead but then almost all electrode combinations were greater than 4000 ohms. The rep performed electrode impedance test at 1.5v and 360 pw. Impedance values reported were: high and greater than 4000 ohms. They ran impedance's at 2.0v and 300 pw and continued to step up parameters but impedance's were still high. It was noted that the screw in the ins was stripped as a result of the action taken during the call. The rep further indicated that they replaced the ins with a new ins and the impedance's were normal they did not have any other issues with the implant.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the setscrew was backed out too far. Analysis of the lead (B)(4) found setscrew impressions between connectors. Analysis of the percutaneous extension found that the #0 and #1 conductors were kinked which was evidence that the connectors were twisted. Conductors were also wrapped around the #2 and #3 connectors which caused an obstruction in the connector port. Additional information indicated that result code and conclusion code no longer apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.